Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by faulty board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center connector did not display image on screen. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated on-site and a foreign object was found. There is a problem with touchscreen (connector plug no longer connects properly). The device will be returned to olympus for further evaluation and repair. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.